Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, pain, swelling ( (B)(6) and (B)(6) are same patient)